Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was failed and was not detected on bus. A field service engineer (fse) found drawer 2.1 with a failed row, removed the back panel and reseated all connections including the row board connections, and verified proper operation using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failure occurred. The customer manually rebooted the machine and powered it down for five minutes; however, the issue persisted. The entire row b in drawer 2.1 displayed a "device not detected on bus" error, indicating that the drawer components were not being recognized by the system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.